Manufacturer narrative:
An autopsy is not available. The physician has commented per medical judgment that patient death was not due to the perceval valve. The manufacturer is reporting in a conservative manner. Device not returned to manufacturer.

Event description:
On jul 06 2017 the manufacturer received notification through patient tracking of a perceval valve (pvs27) that was implanted/explanted on (B)(6) 2017. Through contacting the physician the following details were given: on (B)(6) 2017, a redo operation was performed for a patient that had 2 ascending aortic dissections in the past. A perceval size 27mm was implanted, the physician determined that the patient's tissue was not suitable for the device due to the tissue being in poor condition. The pvs27 was explanted and an onyx valve (size unknown) was implanted. The tissue was not holding for this device. The distals from the bypass were not holding and the patient expired during the procedure.